Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 50mg/dl. Customer was treated with food and no further patient complications were reported. Trouble shooting was partially done. The customer was using the auto-mode feature of the insulin pump and customer has been using the insulin pump system within 48 hours of the event. It is unknown whether the customer will continue to use the insulin pump or not. The insulin pump will not be returned for analysis. Frn-332-rsvr, unomed set, ozp-7020-snsr. Updated summary: it was reported that the customer experienced sensor glucose vs. Blood glucose and hypoglycemia. Blood glucose value was 50 mg/dl while sensor glucose value was ranging from 75-80 mg/dl. Low blood glucose was treated with food. Customer declined to continue troubleshooting. No product return is expected for mmt-7020a.